Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert for high out-of-range pace impedance measurements was declared by the remote patient monitoring system for this right atrial (ra) lead. The patient presented to the hospital for follow-up and tests were performed to assess lead integrity due to suspected fracture. An x-ray was obtained but the fracture could not be visualized but device telemetry showed poor sensing/non-detection and loss of capture. Furthermore, the patient reported shortness of breath when performing certain activities. A revision procedure was performed. The lead connection was verified using a tug test and the lead then connected to a pacing system analyzer (psa) at which time pace impedances were confirmed to be greater than 3,000 ohms. A stylet was inserted into the lead which could not be fully advanced. The physician determined the lead could not be removed and it was surgically abandoned and replaced with a new lead implanted through the opposite side of the patient's chest and tunneled to the device due to left subclavian vein occlusion. No additional adverse patient effects were reported. This lead is no longer in service.